Manufacturer narrative:
This product is not marketed in the us. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -3.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a new model lens of different diopter due to refractive surprise and ghosting. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).